Event description:
Related manufacturer reference number: 3006705815-2023-04599. It was reported that during the patients ipg revision on (B)(6) 2023 the physician damaged the implanted lead. As a result, the lead was explanted and replaced.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.